Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, including hyperglycemia after a kinked infusion line and a rewind without refilling and priming the tubing, and hypoglycemia on a subsequent day; the caregiver also noted confusion about meal announcements and potential interest in increasing the target. Symptoms included high glucose up to 250 mg/dl for several hours and multiple low glucose events down to 57 mg/dl without loss of consciousness or other acute sequelae. Outcomes included self-treatment of lows with glucose tablets and no use of backup therapy, ketone testing, professional medical intervention, or hospitalization. Investigation included review of device data and user report. Investigation of this case revealed use error related to infusion set management and priming, which likely led to under-delivery during the high event, and potential user error with meal announcements contributing to glycemic variability; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that user technique and handling of infusion set priming and meal announcement entry were the most probable causes.